Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 290 mg/dl due to an unspecified cartridge issue caused by the cartridge having 40 units of insulin remaining. A supply change was performed to address bg. A system check was performed and the pump performed as intended. During the system check, it was found that the customer uses the cartridge for 3-4 days. Tandem technical support advised the customer to follow proper cartridge labeling. During a follow-up, the customer reported no longer experiencing elevated bg levels since following proper cartridge labeling.